Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Second occurrence: they have been experiencing a "foreign matter" in the IV bags, it looks small and white with a potential plastic nature. She is unsure where this is coming from. She is wondering if its from our phaseal system as nothing else is white, she feels its not coring of the vials as the vial rubber is dark black or grey. Its frequent, every week. I have asked (B)(6) to keep the samples next time it happens and we will investigate. Codes they use: 515100 515306 515003 515200 515117.

Event description:
No additional information.

Manufacturer narrative:
Pr (B)(4) follow up MDR for device evaluation: no photos or physical samples that display the reported condition were available for investigation. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. Based on the available information we are not able to identify a root cause at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.